Event description:
On (B)(6) 2010, the customer reported three (3) leaking intermate units, (B)(4), lot# 10c054. The units were filled with pamidronate 90mg in 250ml nacl 0.9%; civa admixture (B)(4), lot# 10f17cc0004. The problem was noted prior to product use and there was no reported patient injury or medical intervention. During a customer follow up it was indicated that the leak was noted upon receipt of delivery; the leak appeared to be from the winged luer cap. Samples are available for evaluation.

Manufacturer narrative:
The reported condition of leak was confirmed. Upon receipt, fluid was also noted in the bag that contained the units which suggested leakage must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. A leak test was performed on the units by refilling them with green color water. After fill, the units were allowed to completely prime then the blue winged cap was securely fastened to the luer body (the cap was not over-tightened or under-tightened). Thereafter, the units were being monitored for 7 days for signs of leak. However, after 7 days of monitoring period, no signs of leak were observed. (B)(4).

Manufacturer narrative:
A batch review has been conducted which revealed product met all the acceptance criteria for release. (B)(4).